Manufacturer narrative:
The leak occurred after intubation, which means the ett would need to be replaced. They can't leave an endotracheal tube in place if they can't keep the cuff inflated. The incident would require an intervention, a deflated cuff could cause loss of delivered volume. The IFU instructs users to test for proper inflation of the cuff prior to intubation and this common practice in an intubation procedure. There was no harm reported as the patient was being manually ventilated with a bag and mask. Based on this information this is a reportable event. Cuff tears can be caused by numerous sources, including prior to and during intubation. Et tube cuffs are 100% leak tested during production to ensure no tears were caused during production. Cuff leaks are easily detectable by the attending physician and it is common practice to test the cuff prior to use. Since the tube is used orally it is possible for teeth or other sharp edges in the human body to cause this damage. It is recommended to completely deflate the cuff while initially intubating to reduce the surface area and risk of a scratch.

Event description:
After intubation, the doctor confirmed that air leaked slowly. Jmc confirmed that air leak from the joint of the check valve and the pilot balloon.

Manufacturer narrative:
The leak occurred after intubation, which means the ett would need to be replaced. They can't leave an endotracheal tube in place if they can't keep the cuff inflated. The incident would require an intervention, a deflated cuff could cause loss of delivered volume. The IFU instructs users to test for proper inflation of the cuff prior to intubation and this common practice in an intubation procedure. There was no harm reported as the patient was being manually ventilated with a bag and mask. Based on this information this is a reportable event.

Event description:
After intubation, the doctor confirmed that air leaked slowly. Jmc confirmed that air leak from the joint of the check valve and the pilot balloon.